Manufacturer narrative:
Continuation of d10: etbf2316c145e stent graft, etlw1610c124e stent graft; therapy date: (B)(6) 2016 w3dr01 ipg; therapy date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations. It was noted that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/ atrial fibrillation (at/af) events resulting in unnecessary pacing at times and false termination of episodes saved. It was further noted that the right ventricular (rv) lead exhibited high and fluctuating thresholds. The ra and rv leads were reprogrammed and remains in use. No further patient complications have been reported as a result of this event.